Manufacturer narrative:
Additional information: h2, h3, h6 investigation results: the customer reported air bubbles were seen with the enteral feeding set. No patient injury was reported. A device history record review was unable to be performed as the lot number reported was unknown. A trending review of the reported failure mode was performed and did not identify a trend. One (1) used sample was returned for evaluation. Visual inspection and functional testing performed determined the device met specification and functioned as intended. No fault found. No further action is required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported air bubbles with the enteral feeding set. No patient injury was reported.